Event description:
Describe event or problem: balloon rupture.

Manufacturer narrative:
The report rec'd from our affiliate indicated stenting at right internal carotid artery done in 2004. This procedure was through a right femoral approach. The vessel has moderate calcification and is very tortuous. There was 80% stenosis pre intervention. The stent (brand, size unk) was not dilated enough. Therefore, the edge of the stent was going to be dilated with a balloon when it ruptured below rated burst pressure (exact pressure and time unk). During the procedure, pt was heparinized with 3000 units and was given atropine sulfate "1a". The procedure was completed with slalom balloon catheter. There was no pt injury. This prod will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.